Event description:
The customer contact reported the device alarmed for s321 (motor error-pmc, left) and s333 (overtemperature) malfunction error code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. During testing at the user facility, the device alarmed for s321 (motor error-pmc, left) and s333 (overtemperature) malfunction error code was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.